Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced a dissection. In (B)(6) 2012, the patient presented to the emergency department with sub-sternal left sided chest pain, occurring with exertion. Initial cardiac enzymes on (B)(6) 2012, were negative with troponin at 0.05 ng/ml (uln: 0.07ng/ml). The patient was advised to return for a re-evaluation of troponin after 6 hours. The troponin level was found to be elevated, consistent with the protocol definition of myocardial infarction. Electrocardiogram (ECG) revealed mild anterolateral changes. The patient was diagnosed with non st elevation myocardial infarction and was admitted. ECG showed evidence of t-wave inversion in anterolateral leads. Of note, the patient had chronic ischemic changes in anterolateral leads. The lesion in the distal left circumflex (cx) was treated with predilation and placement of a 2.25x20mm promus element plus stent. On post dilatation and repeat angiography, it was revealed that there was excellent dilation of the stenotic segment but with a small non-flow limiting edge dissection at the distal edge. Although this was not flow limiting, it was somewhat hazy. Hence, this was treated with the deployment of an overlapping 2.25x8mm promus element plus stent distal to the previously placed 2.25x20mm promus plus stent. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).